Event description:
It was reported that this pacemaker was suspected of premature battery depletion (pbd) and was unable to be interrogated after reaching end of life (eol). Technical services (ts) provided troubleshooting recommendations and ultimately recommended device replacement. This pacemaker was successfully explanted and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Communication to the device could not be established, but it was confirmed there was no safety mode signal observed on the oscilloscope. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Further testing confirmed a normal current drain. The battery was analyzed and while it was confirmed the battery cell was depleted, the root cause was unable to be determined.